Manufacturer narrative:
Per the pump user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer was not wearing the pump and the transmitter within line of sight. Tandem technical support instructed the customer to keep the pump and transmitter within line of sight to resolve the issue.